Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that bd insyte¿ autoguard¿ winged shielded IV catheter 22ga 1.00in (0.9 x 25 mm) had a needle retraction failure. The following information was provided by the initial reporter: "it was reported that the needle did not retract after pushing button multiple times. Per case- (B)(4) needle did no retract when IV catheter was placed. Button was pushed multiple times and did not retract - had a co-worker put the needle in the sharps container so customer could secure IV."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ winged shielded IV catheter 22ga 1.00in (0.9 x 25 mm) had a needle retraction failure. The following information was provided by the initial reporter: "it was reported that the needle did not retract after pushing button multiple times. Per case(B)(4). Needle did no retract when IV catheter was placed. Button was pushed multiple times and did not retract - had a co-worker put the needle in the sharps container so customer could secure IV."